Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 11, 2006, the lay user/reporter (patient's wife) contacted lifescan alleging that the one touch ultra was reading inaccurately high. The medical affairs specialist listened to the call between the reporter and the customer care advocate to obtain/verify the following information. Throughout the day before, the patient reportedly was getting "fine" readings. Later at nightime and through the next morning, the patient was obtaining meter readings "over 400 mg/dl", adjusted his humalog insulin based on the meter readings (1 unit per 30 units over his "normal" reading) and reportedly did not have any symptoms of high or low blood glucose. The reporter stated that the patient wakes up to go to work and tested at 2:50am. The cca retrieved the meter readings (mg/dl) from the patient's meter memory: "528 (2:50am), 581 (3:14am), and 448 (4:33am)." Around 7am on the day of event, the patient was at work when he reportedly "bottomed out" and drank a pint of orange juice. By the time the paramedics arrived, the patient's blood glucose was "34 mg/dl" on the paramedic's meter. The patient was treated with oral glucose and IV fluids, and was taken to the hospital. When he arrived at the hospital, his blood glucose was "79 mg/dl" on the hospital's meter. He was treated with food/drink. When the patient returned home from the hospital, the patient obtained "593 mg/dl" at 11:27am and "575 mg/dl" at 12:33pm. At unspecified times, the patient obtained a "475 mg/dl" with the reported test strips and a "111 mg/dl" with a new bottle of test strips. He then realized the reported test strips had expired in august 2006. Although the patient was using expired test strips (use error), which can contribute to inaccurate meter readings, this complaint is being reported because the patient became hypoglycemic after taking insulin based on his meter readings. The meter, test strips, and control solution were replaced.